Event description:
The customer reported via phone call that they had a no delivery alarm after changing the site. Customer also reported their blood glucose was 447 mg/dl at the time of incident. The customer stated they were able to treat their blood glucose with the insulin pump. The customer was unable to troubleshoot because the alarm was from a past event. Customer also stated they were able to resolve the alarm by changing the infusion set. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.